Event description:
A customer contacted (B)(4) regarding a reload set 161 alarm that appeared on the homechoice (hc) unit during priming. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a fluid leak or crack in the cassette. The cassette was discarded, replaced and therapy was restarted. No patient injury or medical intervention was reported related to the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A batch review will be performed for the lot number provided.